Event description:
It was reported that the patient was having an MRI on her spine due to a therapy issue. It was unknown what medication was used in the device system. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).